Event description:
It was reported that the patient presented for follow-up. High impedance was noted on the lead. Externalized conductors were observed via fluoroscopy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.